Event description:
Information received with return of the explanted device notes that the patient experienced fatigue/weakness, palpitations and chest wall stimulation. The device exhibited capture and sensing anomalies and insulation deterioration.